Manufacturer narrative:
D9): device was returned to the manufacturer on 29 june 2021. G3): device was evaluated by a cross functional team on 01 july 2021. H3): device analysis: a kink was seen 16.5cm from the device's bifurcate handle. A breach in the device's outer jacket with exposed and broken fibers was seen in the kinked area. H6): historically, the manufacturer has seen this failure when excessive forces are applied to the side of the outer jacket. The device becomes kinked and then broken fibers at the area of the kink produce laser energy, which creates a breach in the outer jacket. This event has been determined to be use related.

Manufacturer narrative:
The manufacturer is anticipating return of the device for evaluation but has not received it at this time. A supplemental MDR will be submitted after the device is returned, and the device evaluation and investigation have been completed.

Event description:
A peripheral atherectomy procedure commenced to treat the distal segment of a severely calcified lesion in the patient's peroneal artery. A spectranetics turbo elite laser atherectomy catheter was chosen to treat the patient. The patient had a tight chronic total occlusion of this area. In the process of the physician advancing the turbo elite device through this area for the last pass after completing multiple passes through the lesion, the catheter reportedly was compromised. There was light observed flashing out of the device's sheath and there was observable fracture in the same portion from which the light emitted. This area of the turbo elite device was outside the patient's body. There was no reported patient or user harm. The turbo elite device was removed safely from the patient. The case was then successfully completed using a balloon and stent. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.